Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated: e1, g4, h2, h3, h5, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ceramic tip of the resection sheath was broken off. The event was observed prior to patient procedure. There were no reports of patient involvement.